Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was cracked and eventually became unresponsive. Reportedly, water got in the crack of the screen and the pump completely shut down and did not turn back on. The customer has reverted to manual injections. Customer's blood glucose was not impacted.